Manufacturer narrative:
(B)(4).

Event description:
The pt was receiving therapy, though all electrode combinations showed greater than 40,000 ohms impedance. It was planned to verify the lead configuration. Further info is being requested at this time.